Event description:
It was reported that this implantable pacemaker was not able to stablish telemetry with the communicator. Technical services recommended to bring the patient for troubleshooting and analysis of the system. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was not able to stablish telemetry with the communicator. Technical services recommended to bring the patient for troubleshooting and analysis of the system. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.